Event description:
It was reported that when the grounding pad was removed, there was a quarter sized dark lesions with burns around them. Medical intervention administered included cleaning of the lesion. It was reported that the pt is in good condition.

Manufacturer narrative:
It was reported that a valley lab model #e7506 grounding pad was used. Past investigations have revealed that most burns occur with poor grounding pad application.